Event description:
Event description cpi received information that this bipolar lead was removed from service due to an increase in thresholds. The physician elected to perform an invasive procedure to replace the lead.